Event description:
Five countershocks had been administered to a pt in ventricular fibrillation. A sixth countershock was attempted and the unit allegedly made a pop noise and was subsequently inoperative. The pt was not resuscitated. The customer indicated they do not believe the device caused or contributed to the pt's death. This opinion was based on the successful delivery of five countershocks to the pt without resuscitation.